Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. The explanted valve returned by the customer was evaluated and a cut was observed in the tube close to the valve. It is unknown what caused the cut in the tube but this might be the cause of the issue reported by the customer. The valve was tested without the damaged tube. The valve did meet the acceptance criteria. The IFU provided with the product indicates a puncture in the tube can result in an undesirable leak the manufacturing process was reviewed and no sharp objects are used. The product is 100% tested prior to release.

Event description:
Doctor implanted fp7 after surgery with express didn't work. After 2 months of implanting fp7 iop decreased around 6-7 mmhg the doctor operated to ligate the draining tube by absorbable suture, and iop became steady. After a while iop decreased again. The doctor operated a second time to ligate tube with nylon suture and iop became steady. The doctor concluded valve didn't work and decided to explant fp7 due to hypotonia oculi at about third post-operative month and replaced with another fp7 valve in (B)(6) 2017 customer now has steady progress.